Manufacturer narrative:
Surgical intervention is planned to replace poly inserts for pt with a total knee replacement. The pt has been unable to achieve full extension and the surgeon believes that the implanted lateral insert may be too thick. The lateral c poly insert was implanted. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention is planned to replace poly inserts for pt with a total knee replacement.